Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with this process, planning to follow up since the caller was driving and unable to complete the troubleshooting at that time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.